Manufacturer narrative:
No specific device information was provided by the patient. She described her implant as a stryker left hip. Additional information will be requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that patient is experiencing pain and swelling since the primary hip replacement. Patient recently found out via patch test that she is allergic to the metal inside her. Patient is unable to find any doctor who can do revision surgery on her hip and take out the implants. Patient has high ion metal level in her blood.